Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be file.

Event description:
The us reporter stated that, while in use during a procedure, the console cord was pulled away from the wall and the cord broke away from the plug. The automated impella controller (aic) was swapped out and there was reportedly no patient involved.